Event description:
It was reported that an impactor fractured during placement of an implant as part of a knee procedure. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h10. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product found signs of repeated use with nicks, gouges, and the device being worn. The unit was also identified as fractured. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.